Event description:
It was reported that the patient had a seizure due to loss of capture of the right ventricular (rv) lead. It was noted that the patient had experienced a fifteen second pause and convulsions, and that the patient had varying escape rhythms which were mostly in the thirty's. It was also reported that the rv lead had intermittent capture in both unipolar and bipolar. At first it was positional,the lead would capture when lying down and failed to capture when sitting up, then it became very unpredictable. The lead had high impedance in unipolar and it was noted that there was a polarity switch that had occurred. The lead was also suspect of a potential fracture due to intermittent capture. During the procedure the rv lead was tested thru the analyzer and confirmed no capture and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2001 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analyzed, and no anomalies were found. It was noted that the v-lead (ventricular-lead) performance diagnostics were cleared. Limited stored data ((impedance trend and vcm (ventricular capture management)) available did not indicate lead issue.